Event description:
A patient reported that received a coolsculpting treatment on (B)(6) 2024 and (B)(6) 2024 using the curve 120 on the upper abdomen, the curve 150 on the lower abdomen, and the flat 165 on the arms, and presented with paradoxical hyperplasia "(ph)" in the abdomen 5 months post treatment. Later, the healthcare professional reported that the patient developed a "hard rubbery area." The areas are combination of boggy more superficially and harder and rubberier and deeper" and "misshaped and hardened."

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported that received a coolsculpting treatment on (B)(6) 2024, and 12/september/2024 using the curve 120 on the upper abdomen, the curve 150 on the lower abdomen and the flat 165 on the arms and presented with paradoxical hyperplasia "(ph)" in the abdomen 5 months post treatment and misshaped and hardened.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.